Event description:
Customer reported the beneview monitor displayed inaccurate agent and n2o readings. No pt injury was reported.

Manufacturer narrative:
Service representative calibrated and performance tested unit to factory specifications.